Manufacturer narrative:
On (B)(6) 2015 03:46 pm (gmt-4:00) added by (B)(6): (B)(4), USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). The device has been requested but not yet received. A supplemental medwatch will be submitted when additional information becomes available. Reference (B)(4).

Event description:
It was reported the device was replaced on day two because the clinicians were concerned about co2 transfer, with a sweep rate of above 10 lpm. The thought was that the fiber was failing. (B)(4).